Manufacturer narrative:
Device manufacture date: october 7, 2017 - october 9, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This event occurred while filling the device with fluorouracil. There was no patient involvement. No additional information is available.